Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s touchscreen was cracked and became unresponsive, and the patient switched to backup therapy; the medical device problem involved a fracture of the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a stress-related problem associated with the fractured touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to the user.